Manufacturer narrative:
Concomitant product: product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis of the lead found the stylet was stuck in the lead and the lead body stylet coil was stretched. Analysis of the stylet found that the stylet wire could not be separated from the lead and was bent in numerous places. It was noted that the stylet coil was stretched and pulled out of the lead body. It was noted that the stylet handle was pulled off of the wire.

Event description:
It was reported that the stylet of the relevant lead became impossible to extract during the spinal cord stimulation trial. It was noted that the lead and the stylet could be normally inserted and extracted prior to that and the stylet was assumed to have become impossible to extract due to some kind of action performed during the lead operation. It was noted that the lead was extracted on the spot and the stimulation was carried out with another lead. It was noted that the device was used to treat persistent disturbance of consciousness. Additional information received reported that the cause of the issue was not determined. It was noted that the patient received effective therapy. It was noted that the lead was returned.